Event description:
During shoulder surgery, the expressew suture needle broke off during the case but the tip was retrieved. According to the surgeon's note: "there was no evidence of any retained needle fragments on anterior-posterior and lateral fluoroscopic exam."what was the original intended procedure?right shoulder arthroscopic subacromial decompression, acromioplasty and rotator cuff repair.